Manufacturer narrative:
A visual evaluation of the returned device found the side car-rx presented pushback out of specification and was buckled from the distal end. Functional evaluation found the basket would easily extend and retract. The basket wires were evenly spaced and un-deformed. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context. The review of the device history record (DHR) was performed and no anomalies were found. A search of the database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during procedure, the physician experience difficulty in opening the basket and was no longer able to opened even when the handle was actuated forcefully. Moreover, the side car-rx (guidewire port) was found torn and pushback. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid(tm) rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during procedure, the physician experience difficulty in opening the basket and was no longer able to opened even when the handle was actuated forcefully. Moreover, the side car-rx (guidewire port) was found torn and pushback. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.